Event description:
The patient was due at the facility for first treatment via the replacement valves. However, the nurse was informed that the patient was admitted to the hospital the day before, with an infection suspected to be from the replacement valves, but did not have any specific information at this time. The nurse agreed to complete the MFR's complaint investigation form faxed to her, when the hospital provided the information. To date, the MFR. Has not received the form with the information requested. No further details were provided at this time.